Event description:
It was reported that a patient presented with high capture thresholds noted on the right ventricular lead. The lead was capped and replaced on (B)(6), 2026. Fluoroscopy imaging did not confirm any lead anomalies. No adverse patient consequences were reported.